Event description:
It was reported that about a year ago, the patient went through an airport security gate and the implantable neurostimulator (ins) turned off. The patient¿s doctor was able to turn the ins back on. The patient denied turning the ins off prior to going through the security gate. Please refer to mfg. Report # 6000032-2013-00287, as it was unknown if one or both of the implants turned off.

Manufacturer narrative:
Concomitant products: product ID 3023, serial # (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3889-28, lot # j0401875v, implanted: (B)(6) 2004, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3889-28, lot # j0348932v, implanted: (B)(6) 2004, product type lead. (B)(4).